Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels in the 500s mg/dl. The cartridge, tubing and site had been changed twice with no resolution. Bg levels were also unresponsive to correction boluses administered using the pump, but when manual injections were administered using the same insulin, bg levels would eventually come back down. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bg levels with the customer. Recommendation was made that the customer consult with their healthcare provider, regarding what may be affecting bgs.